Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was unavailable to change cartridge at time of report, was advised to call back if the issue reoccurs.